Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) and positioning issues has been completed. The root cause of the product damage (sterile sleeve) issue was not determined since product was not returned. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided. E4 should have been left blank on manufacturer device report 1220648-2025-25668.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the sterile sleeve tore. The pump was exchanged due to the sterile sleeve tear and needing to advance device. There was no reported patient harm.